Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the black sureform stapler 45 reload for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Intuitive surgical, inc. (Isi) received the sureform stapler 45 instrument involved with this complaint and completed the device evaluation. Failure analysis investigations was not able to reproduce/confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The stapler initialized, clamped, fired, and unclamped without any issues. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. A review of logs showed a few incomplete clamping failures for the first two installs, but the 8 installs after were all completed clamps, which does not meet the failure requirements for a clamping failure. No damage was found. There was no problem detected. Additional observations not reported by site: the instrument was found to have hi drivetrain friction failures based on log review and during in-house testing. The stapler was placed on the in-house system and failed calibration at 30%. The stapler failed initialization during multiple attempts when placed on the in-house system. A review of logs showed 3 hi drivetrain friction errors. The root cause of this failure is likely caused by the lodged component. Upon inspection, the I-beam was manually driven out and was found with lodged staples in the I-beam indicator window, likely causing the hi friction failures during initialization. The staples were successfully removed from the I-beam window then the stapler was retested. The instrument initialized, clamped, fired, and unclamped without any issues. The root cause of lodged component is attributed to a component failure. The instrument was found to have 1 engagement failure based on log review but was not replicated during in-house testing. The sureform stapler was tested in-house, and the instrument was recognized and engaged without any issues. The instrument passed engagement on multiple attempts. The root cause of this failure is not determinable/applicable. The instrument was found to have roll friction on the main tube. There is friction observed when manually rotating the main tube of the stapler compared to an in-house stapler. The binding between the main bushing and roll gear was found to be improper. The root cause of this failure is attributed to manufacturing. The instrument was found to have a torn wrist cover. The size of the tear measures approximately 0.190" in length. There were no missing pieces. The root cause of this failure is attributed to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting would not clamp and malformed staples, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the product associated with this complaint to confirm the failure mode. Although the complaint regarding the stapling issue was not confirmed, the information gathered indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the stapler instrument had malformed staples with inadequate clamping and the procedure delay greater than 30 minutes with unknown cause. Malformed staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not formed as expected. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform stapler 45 instrument had clamping issues and malformed staples. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the sureform stapler 45 instrument had inadequate clamping with malformed staples. The procedure was completed with a back up stapler instrument. The procedure was completed with no reported injury. This was a wedge resection procedure.